Event description:
It was reported that the lead exhibited loss of capture and sensing. During the explant procedure, an insulation abrasion was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated but not yet begun.